Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported device damaged by another device (caused damage) associated with the clip impacting a previously deployed clip was due to unintended movement while withdrawing the clip into the atrium. The cause of the reported unintended movement could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced in event is being filed under a separate medwatch report number.

Event description:
This is filed to report unintended movement and causing damage to another device it was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ with a large gap, restricted and short posterior leaflet. An xtw (30106r1017) was deployed on the mitral valve without issues. To further reduce mr, an ntw clip was inserted and advanced into the left ventricle (lv). To reposition the clip, the physician attempted to retracted the clip into the left atrium (la). However, while doing so, the clip moved in an unintended direction, causing it to come in contact with the implanted xtw. This caused the xtw to detach from the posterior leaflet and remain attached to the anterior leaflet (single leaflet device attachment/slda). The ntw clip was then implanted, reducing mr to a grade of 2-3. An additional ntw clip (30116r1108) was inserted in an attempt to stabilize the slda. However, due to the patient anatomy, the grasping and capturing were difficult. Therefore, the clip was removed, and the procedure was discontinued. There was no clinically significant delay in the procedure. No additional information was provided.